Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 16 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient developed a change in mental status (became confused and agitated) on the evening of (B)(6) 2018 and was diagnosed with a left middle cerebral artery (mca) subacute ischemic stroke. At the time of the event, the patient was on aspirin and warfarin with inr of 3.1. In response to the event intravenous thrombolytic was not administered due to recent surgery and minor unspecified symptoms. Neurology was consulted and felt the stroke was likely related to lvad placement or av thrombus. Anticoagulation was continued, as well as statin and intravenous fluid. As of (B)(6) 2018, the patient had ongoing delirium. No additional information was provided.

Event description:
Additional information: it was reported than an aortic valve thrombus was observed on a transthoracic echocardiogram performed on (B)(6) 2018. On (B)(6) 2018, the patient experienced worsening delirium, symptoms including hallucinations, confusion, agitation, and inappropriate behavior. Psychiatry was consulted and felt risk factors included recent subacute stroke or malnutrition, and suggested starting intravenous haloperidol 1 mg every 12 hours. Psychiatry followed up the following day and noted that the patient was markedly improved and well oriented and suggested stopping haloperidol considering cardiac history. It was also reported that this event delayed the patient¿s discharge to a rehabilitation facility.

Manufacturer narrative:
A direct correlation between heartmate 3 left ventricular assist system(lvas), serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The account communicated that the patient suffered a stroke and had ongoing delirium. There was no major intervention done as a result of the stroke. Neurology was consulted and felt the stroke was related to the left ventricular assist device(lvad) placement or atrioventricular(av) thrombus. Anticoagulants statin and aspirin were continued. It was reported the patient was alive and the lvad was intact and implanted. Additional information was provided stating the patient developed a change in mental status the evening of (B)(6) 2018, specifically with confusion and agitation. An IV of thrombolytic was not administered due to recent surgery and minor symptoms. The patient was on aspirin and warfarin at the time of the event and the patient¿s inr was 3.1. It was reported the type of stroke was a left middle cerebral artery(mca) subacute ischemic. A CT was performed and showed no acute intracranial hemorrhage, extracerebral fluid collection, or midline shift. The right frontal lobe showed additional areas of probable chronic ischemic changes of the white matter. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further events have been reported at this time. The heartmate 3 lvas instructions for use(IFU) lists stroke as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values. The manufacturer is closeing the file on this event.